Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after feeling vibration from the device and interrogation found the device in backup vvi mode. The patient notifier was activated when the patient was driving on that same day. The cause was suspected to be from the interaction with the merlin transmitter. The device was reverted back to the normal operation with a programmer. No adverse consequence were detected.